Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Reportedly, the customer was unable to unlock the pump due to not recalling the pump security pin. Tandem technical support guided the customer through unlocking the pump. Customer administered a manual insulin injection to address bg level.